Event description:
The reporter stated that during a posterior fusion spinal surgery procedure, the construct required the rod to be bent. The rod may not have been completely seated into the screw. For one of the screws, three locking caps were broken during final torquing causing the saddle to be ripped apart from the thread three times. The screw was splayed partially, one cap was finally used to lock down the rod. Surgery time was extended by about five minutes. There was no adverse outcome from the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.